Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, the clip was deployed and hemostasis was not achieved. Difficulty was encountered while removing the device from the anatomy. The safety release button and the access ports were used as per the instructions for use and the device was removed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that it was fully clip-deployed and the returned condition substantiated the reported difficult device removal after clip deployment. Inspection of the returned device suggested that the locator wings were initially bent during thumb advancer deployment due to tissue compaction that exerted a distal force on the wings, preventing the wings from fully collapsing into the delivery tubeset when the clip was fired. The bent locator wings directly resulted in reported difficult removal of the device as reported. Although, the device was successfully removed via utilizing the access ports and safety release mechanism, all the wings were detached from the distal retaining ring due to counter-traction and assertive pull. All broken wings remained securely attached within the locator. The fully engaged plunger and open wings were consistent with post-procedure manipulation. Based on the investigation findings, the probable cause for the damaged locator wings (bent and broken) that directly resulted in the reported difficult device removal is tissue compaction that exerted a distal force on the wings while in the tissue tract. Tissue trapped between the distal end of the tubeset and the locator wings can bend the wings and eventually break them during forceful removal. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.